Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture was identified. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous proximal right coronary artery (rca). The lesion was predilated with an unk size apex balloon, inflated to 12 atms, and ivus was performed. The physician attempted to place the 3.50x28mm liberte bare metal stent, but the stent delivery balloon would not inflated. Upon removal, a crack was observed on the proximal shaft about 4cm from the exit port. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "good".